Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits moderate detritus adhesion; the glass cap exhibits moderate devitrification at the output area; the bevel edge of the fiber appears in good condition; the fiber was tested with hene laser fixture, aim beam is present at fiber output window and is not forward firing. Probable root cause: based on the product analysis results, the product complaint of "forward firing" could not be confirmed; a cap wear was observed; the probable root cause of this failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4). Refers to forward firing of the side firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure, error 171 occurred. Forward firing was also observed. The customer converted to an alternate procedure (turis) when the error recurred. The error was cleared and customer was able to utilize the fiber to complete the procedure @ 252,159 joules. No patient injury was reported.